Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction after 7-8 months of sensor use that required medical intervention. Patient's health care provider reported the skin directly under the sensor adhesive became increasingly sore and irritated until the patient was unable to tolerate wearing the sensor. The site initially looked red but became worse over the next few days until skin looked like a burn. Upon sensor removal, there was a yellow/green offensive discharge on the sensor. Patient was seen by health care provider on (B)(6) 2019, who initially tried barrier creams but saw no improvement. Patient's skin was then treated with topical steroids. At the time of contact, the patient had stopped using the device. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.